Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified pump failed activation test and pump valve deactive state issues could affect the functionality of the device. Product analysis confirmed the reported event. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. He ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell. The reservoir kink resistant tubing (krt) was fatigued and worn down to the filament. No leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had leaks in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Cylinder 1 was not pressure test due to the leak that was identified. Cylinder 2 passed leak and pressure tests that were performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the activation test (2) and the valve deactive state test. Product analysis concluded these activation issues could affect the functionality of the device as the reported inflation and mechanical issues. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure that was identified with the pump that failed the activation and valve deactive state tests.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as that pump would not inflate cylinders. The pump was not moving fluid sufficiently to inflate the device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as that pump would not inflate cylinders. The pump was not moving fluid sufficiently to inflate the device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient was expected to fully recover.